Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post-implantation of the patient's implantable cardioverter defibrillator the patient suffered severe pain. They also experienced dizziness, severe vertigo and palpitations. It was alleged that the device's battery had been draining prematurely. The patient had the device explanted and replaced. They still experienced symptoms post-implant.